Event description:
(B)(4). Based upon analysis completed on 11/22/2011 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous left antebrachium shunt. The fg sv/6.0-4/4t/40 balloon catheter crossed the lesion. On the first inflation the balloon ruptured at twelve atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded but not wrapped around the shaft of the device. There were traces of blood visible in the balloon. The device was attached to an encore inflation unit and positive pressure was applied to the balloon when a leak was noted. Microscopic examination of the balloon noted a partial circumferential tear measuring approximately 3mm was located 2mm distal to the distal edge of the distal markerband. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).